Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 20.0 mmol, 6.0 mmol. Tests were done 20 minutes apart with a difference of 95%. Patient did not experience any adverse events. No further information has been reported.